Manufacturer narrative:
(B)(4). Date sent: 9/12/2024. Photo summary: this is an analysis of a set of images submitted for evaluation. Four photos related to (B)(4) are available for evaluation. The photos were taken at different times, with photos labeled img_2703 (002) and img_2705 taken earlier than photos labeled img_2711 and img_2712 (002). In the first two photos, charring burns can be seen on the left oral commissure, primarily involving the lower lip with tissue loss. The burns appeared to be third degree in severity. In the latter two photos, the burn is in the healing stage, with photo img_2712 (002) showing almost complete healing. There is visible scar tissue formed after the burn on both photos. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Because the instrument was not returned our evaluation is limited.

Manufacturer narrative:
(B)(4). Date sent: 9/24/2024. Additional information was requested, and the following was obtained: what medical intervention was used to treat the burn (such as salve or stitches)? Immediately when burn was recognized, bacitracin was applied; plastic surgeon consult was requested after procedure: no suture repair, keep area moist with mupirocin. Patient went to see a plastic surgeon, burn center with the occupational therapist, and chop. Does the surgeon believe there is an alleged deficiency to the device that led to patient burn and if so, why? Yes, surgeon does believe there was a problem with the device that led to the burn. The blade became loose from the pencil, not fully detached which is why surgeon didn¿t notice it until after. When were the burns first noticed? ¿ during the procedure. What pencil was used to hold the blade? Please provide product code. ¿ valley lab; rocker switch pencil; covidien; ref e2515h. When the blade was inserted into the pencil was it inserted with the fingers or an instrument? ¿ inserted by the surgical tech by hand/ fingers. ¿ if an instrument, what instrument? N/a. Besides the burn, did the patient experience any adverse consequence due to the issue? ¿ none. Are there any anticipated long-term effects from the burn or injury? ¿ undetermined due to patient¿s age (6) and severity of burn. What is the current status of the patient? ¿ as of (B)(6), patient is stable status post t&a on (B)(6) 2024. The surgery was complicated by a burn on the corner of the left mouth which is healing. Patient can return to normal activity and diet tomorrow. How long did the surgical procedure last? ¿ time in 1111; time out 1200. What generator was being used? ¿ electrosurgical units, monopolar/bipolar model: force fx-cs. What power levels was generator set to? ¿ settings monopolar cut: 20, coag. 20. Was there any diminished effect of the generator noted during the surgery? ¿ no. Did the blade become detached? ¿ yes, unknown why or how. Did the blade become loose from the pencil? ¿ yes, unknown why or how. Was the original blade with the pencil used in the procedure or was the original blade removed from the pencil and the 0012m used? ¿ it was changed to the 0012m.

Manufacturer narrative:
(B)(4). Date sent 8/29/2024. #mw5158556 investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: are there photos of the burn? If yes, please send to productcomplaint1@its.jnj.com. What medical intervention was used to treat the burn (such as salve or stitches)? Does the surgeon believe there is an alleged deficiency to the device that led to patient burn and if so why? When were the burns first noticed? What pencil was used to hold the blade? Please provide product code. When the blade was inserted into the pencil was it inserted with the fingers or an instrument? If an instrument, what instrument? Besides the burn, did the patient experience any adverse consequence due to the issue? Are there any anticipated long-term effects from the burn or injury? What is the current status of the patient? How long did the surgical procedure last? What generator was being used? What power levels was generator set to? Was there any diminished effect of the generator noted during the surgery? Did the blade become detached? Did the blade become loose from the pencil? Was the original blade with the pencil used in the procedure or was the original blade removed from the pencil and the 0012m used? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a tonsillectomy the tip of the pencil on the bovie device became loose during a tonsillectomy causing a 3rd degree burn to the corner of patient's mouth.